Event description:
It was reported during an angiography of the sfa, the balloon separated from the catheter when the doctor was removing the balloon. The doctor pushed the balloon into the sheath with a catheter and removed the sheath from the patient. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. Upon inspection of the returned sample, the catheter was received in 2 seconds. The distal section of the shaft with the balloon measured 15.8cm in length and the proximal section was 41.0cm to the molded bifurcate. The break on the distal section does not mate to the break on the proximal section. The breaks appear to be mostly circumferential. Based on the reported item, it appears that there is a section of the shaft of the catheter missing, as the 2 sections received do not total the length of 75cm. The balloon had dried blood around it and was folded down to 2 folds. The balloon did not appear to have been inflated. During handling, noticed multiple circumferential cracks along the shaft. Also noted that the molded bifurcate and hubs appeared somewhat yellowed. The result of the investigation was confirmed for shaft break (detachment of component), root cause unknown. It is unknown of the product age and/or storage conditions or procedural issues contributed to the event.